Manufacturer narrative:
(B)(4). The device was not returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device info. Review of radiographic images show a single lateral view of thoracolumbar construct from approx t10-l3. Rod-screw dissociation with set screw backed out documented at lowest level (l3).

Event description:
It was reported that a set screw became detached from the pedicle screw post-op. This resulted in detachment of the rod from the pedicle screw with loss of stability of the spine. The pt may require a revision surgery. To date, no revision has been reported.